Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 2000022922; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to the surgeon placing the lead incorrectly. The patient underwent a revision procedure wherein the paddle lead was moved lower and the linear leads were explanted. No device malfunction was suspected. The patient was doing well postoperatively.